Event description:
A report was received that the patient underwent an explant re-implant procedure due to high impedances. It was the physician's preference that the old system was replaced with a new one. Device malfunction was suspected. The patient was reportedly doing well after the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-8120-70, serial #: (B)(4), description: artisan surgical lead, 70cm.

Event description:
A report was received that the patient underwent an explant re-implant procedure due to high impedances. It was the physician's preference that the old system was replaced with a new one. Device malfunction was suspected. The patient was reportedly doing well after the procedure.

Manufacturer narrative:
(B)(4) device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The ipg was verified to be working as expected. (B)(4) the complaint was confirmed. Although the paddle lead was pulled and cut during the explant procedure, all the wires of the right side of the lead were all fragmented at the suture site. This event would cause stimulation intermittent, loss and high impedance readings.